Event description:
Pt was dialyzed using an a-22 dialyzer (lot number not documented by the center). Pt experienced hot flahses during the beginning of the dialysis treatment; normal saline was administered. (Reportedly, pt has had similar experience with another manufacturer's dialyzer). Treatment was continued without further incident. 3 days later pt was hosptialized for a duration of 10 days for what was reported as conjunctivtis, subconjunctival hemorrhage, upper right arm paresis, intense myalgia, difficulty walking, moderate amaurosis and mild leukocytosis without hyperthermia." Pt was treated with ciprofloxacin IV, ophthalmologic gentalyn, ophthlalmologic decadron, loratadine (route unknown), profenid (routhe unknown) and dexamethasone IV (doses and frequency are all unknown). Pt has reportedly recovered.